Manufacturer narrative:
Correction made to imf coding due to changes to labeled adverse events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that the patient fell a couple times a few months ago and when they went to the urologist they said everything was not working because the wires had been disconnected from the falls. The caller stated the patient had dementia and kept falling. The caller was calling to report that the patient passed away, due to the dementia. Additional information was received from a healthcare professional (hcp) on 2026-apr-23. The hcp reported that during an appointment on 2025-oct-24 with urologic, interstim interrogation showed impedances on all leads, likely from falls. They reported that symptoms weren't improved due to impedances and the patient drank >1 pot of coffee per day. The hcp reported that the patient was on max settings due to impedances. The patient did not want a new device/exchange due to their poor health. The patient was giv en an overactive bladder (oab) medication. The hcp reported that the device was left implanted and the patient was deceased.